Manufacturer narrative:
Correction: section h6 - medical device problem code was updated from migration to therapeutic or diagnostic output failure

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention to address lead migration. During the procedure, the l4 lead and l5 lead were explanted. The l4 lead could not be replaced due to scar tissue. The l5 lead was replaced and an s1 lead was added to support the current pain pattern. Effective therapy was restored.

Manufacturer narrative:
Correction: section d6b: date of explant is corrected from (B)(6) 2024.